Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had high glucose value. Manufacturer contacted customer within 24 hours urgent call and follow up phone calls for knowing customer conditions; customer reported is feeling little better and continue hospitalized; customer was diagnose with high blood glucose (523mg/dl); customer treated with some fluid to get the blood glucose level down; a follow up phone call on (B)(6) 2016 customer reported feeling better no symptoms; customer reported was discharged from the hospital on (B)(6) 2016; customer was prescribed with digoxin, insulin dosage was uncreased to 15units.

Event description:
Costumer reported complaint for hi blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is 70-120 mg/dl. Medical attention and hospitalization is reported as a result of the actual blood glucose results of hi. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 4/30/2019 and open vial date is unknown. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Memory concerns: customer is concerned with the hi blood result. (B)(6) (daughter) states that she had previous doctor's appointment, they went to the doctor and they run her blood test and the results was also hi. The dr. Then made the arrangement for her to go to the (B)(6) hospital. Customer was admitted to the hospital on (B)(6) 2016 with a hyperglycemia diagnostic (B)(6) states that her mother's normal glucose range is 70-120mg/dl fasting and she test once a day. Customer was put on steroids a week ago and that is what bring her glucose high.